Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was placed at the his bundle but did not have ideal thresholds. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.